Event description:
It was reported that this implantable lead was surgically abandoned. The reason was not provided. This lead was successfully replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.